Event description:
The patient experienced nausea, diarrhea, and increased pain. She had an endoscopy and her health care professional noticed that a lead may have eroded through the lining of the stomach wall. A lead replacement was planned. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).